Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined based upon the information from okr. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), it was found that the output connector socket was leaked and the foreign material such as liquid flowed into the tube. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.